Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer initially reported that their central monitor software was corrupt and the system was down. Additional details were provided to confirm that the customer was having reboot events related to the inability to transfer a patient; this is what the indicated represented "corrupt software".there was no patient incident.